Event description:
It was reported that pump displayed cartridge alarm and patient did not want to troubleshoot issue and instead used multiple daily injections. There was no reported impact to the customer¿s blood glucose level. Case was closed by technical support.